Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports the syringes have missing gradient lines.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One sample without the original package or lot number was received at the plant for the investigation. Upon a visual evaluation of the sample, the defect was confirmed; incomplete gradient lines were observed. This product is manufactured by an external supplier and the assembly process at the plant consists of a pick and place operation in a tray. The condition reported is not generated during the plant's manufacturing process. A definitive root cause has not been determined at this time. A complaint notification was sent to the supplier to initiate the investigation of root cause. As part of continuous improvements, a corrective action has been opened to address the reported issue. These actions are designed to prevent the reoccurrence of the reported defective condition.